Manufacturer narrative:
On 11-mar-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: reason for explant is currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5091910) that a female patient who underwent an unknown procedure with mentor smooth round moderate profile 300cc saline breast prostheses suffered from unspecified complications. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the 1st of two breast prostheses.